Event description:
Pt reports symptoms of heart attack, eg tingling, chest pain, numbness of hand. EKG is normal, pt responds to anti-inflammatory medications only. Upper gi in 9/93 done to eliminate gi disorder. Rptr also experienced nightly sweats, extreme sensitivity to heat/cold, metallic taste in mouth, severe headaches, abnormal rashes on chest between breasts and exposed areas of hand that come and go and itching from inside of breasts which scratching does not relieve. Mammogram done in 12/93. Repeated on 1/11/94 and indicated possible herniation or rupture. MRI done on 1/16/94 reveals severe rupture of right breast implant and probable rupture of left. On 2/16/94, surgery for explantation revealed significant rupture of right implant and left has severe leakage. Pathology report indicates right rupture of implant with tissue leakage through capsule; leakage of left implant contained in capsule.